Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device received with all operating currents within specification and passed rewind, a21 error test and displacement test. No unexpected rewind anomalies noted. No unexpected failed battery alarm anomalies noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump sometimes had to press buttons twice. The customer¿s blood glucose was unknown at the time of incident. The customer reported that the insulin pump had slower during rewind and rejected new batteries. The insulin pump will not be returned for analysis.